Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: h6 final codes was inadvertently omitted in error in the previous additional report.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient pg stopped holding a charge. In turn, the patient experienced stimulation lost to the right side. As a result, the patient under went surgical intervention wherein the ipg was explanted and replaced to address the issue.